Manufacturer narrative:
The insulin pump powered up properly, no failed battery test alarm or blank display noted during our testing. All operating currents are within specifications. No bad battery alarm noted during testing or in the alarm history file. The insulin pump passed displacement test. The insulin pump has cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and minor scratched lcd window. The insulin pump was returned without a battery cap therefor, unable to verify battery cap anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to continue to receive a bad battery alarm and failed battery test alarm after receipt of new battery cap. Customer was advised that insulin pump would need to be replaced.